Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that an alarm sounded on the device. The right ventricular (rv) lead had fractured and bipolar pacing impedance had steadily increased to high values. It was noted that the tip to coil impedance had remained steady. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.